Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and cervical radiculopathy. The patient reported that she needed stimulation more in the armpit and had been this way for a couple of days. The patient also reported that she felt like the ins battery juice was going down fast in a day or two its down to half. The patient reported that this had been doing this for a while and now getting worse. No further complications were reported.